Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a power on test, speaker test, and downloading the event history logs (ehl), the pump was found to have a clutch/lever error found in the ehl, but the customer reported issue could not be duplicated during investigation. The physical condition of the used device was good. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a preventative measure the manufacturer representative replaced the speaker and changed the software from 1.6.1 to 1.6.5. After the repair, the pump passed calibration, functional testing, and flow delivery testing.

Event description:
It was reported that there were many malfunction errors including acu watchdog failure, primary audible alarm, and travel reverse error. There was unknown patient involvement and unknown harm/adverse event was reported.